Event description:
During surgery, surgeon reported that the tip of the drill bit may have come off of the drill. Surgical team searched room and drapes. Xray called in and x-rays taken. Surgeon reported he found the piece in the patient and that he had retrieved the piece intact. This writer reviewed with supervisor/ management during procedure. Drill bit was set aside and given to management. Equipment company was notified.